Event description:
It was reported that during device interrogation after implant, an error message was displayed. Programmer reboot and the use of multiple programmers was tried but unsuccessful. Software download was performed and device was returned to normal operation. Device was explanted.